Manufacturer narrative:
No product or serial number have been received by manufacturer for eval. The investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.

Event description:
The event is reported as: complaint alleges that the et tube plugged due to lack of humidity from the heater and the pt went into cardiac arrest. Complaint indicates that the pt was receiving mechanical ventilation when the alleged incident occurred. Resuscitation had to be administered and the pt had to be reintubated. Condition of pt is unavailable at this time. Additional info requested but not received in time for this report.